Manufacturer narrative:
Correct mfg date now provided.

Event description:
A medtronic representative reported the precision aiming device in a loaner tray damaged and the screws did not tighten fully. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.RMA issued. Replacement biopsy guide shipped to site 04/29/2014. Medtronic investigation of returned suspect device finds that both joints lock and release without issue. There is no apparent damage to the instrument. No problem found. Fully functional.